Event description:
A report was received that the patient underwent a replacement of their leads due to high impedances and a kink in one lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead (B)(4) passed mechanical tests performed. The complaint was confirmed. X-ray inspection of the lead revealed that one of the cables was completely broken at the kinked location of the lead. It appeared to be a result of fatigue. The damage to the cables was consistent with fractures caused when a lead is sutured without the use of a suture sleeve. Device evaluation indicated that the lead (B)(4) passed mechanical tests performed. The complaint was confirmed. Visual (microscope) and x-ray inspection of the lead found cables were completely broken at the kinked location of the lead. High impedance readings were registered at contacts # 2, 3, 4, 6 and 8. This location appears to be the site where the suture sleeve was positioned.

Event description:
A report was received that the patient underwent a replacement of their leads due to high impedances and a kink in one lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70 cm.